Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported issue was confirmable using logs; multiple c34 errors logged on 1/15/2026. M1c errors were also logged. The integrated electrosurgical unit (iesu) was tested on the system and presented c34 and c00 error on startup. Additional c00, m31, m0b errors were found in the logs. Upon visual inspection, hairline crack noted on upper left corner of front bezel at point of meeting with inner grey bezel. Probable root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the erbe continuously displayed a c-34 error. The site attempted to resolve the issue by reducing the energy effect, but the error persisted. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.